Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The manual stapling devices were being applied to the stomach. When tightening the green button, the stapler close and did not work. Loading, opening, and closing but would not dispose. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. No component broke off. Just an unusual popping sound and device did not work . In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient outcome is alive, no injury.-from (B)(4) -according to the reporter, while the device was being applied to the stomach during a laparoscopic gastroplasty procedure on (B)(6) 2017, the handle of the stapler broke off. The stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced the product to resolve the issue in order to complete the case. There was no reported patient injury.